Manufacturer narrative:
The returned device was given functional testing. The returned device was found to function as expected. The reported issue could not be confirmed during testing. The event history log was downloaded and examined; this showed several "error 41622" events. This type of error typically indicates a motor issue. The motor was replaced as a preventive measure. The root cause of the motor issue was not established.

Event description:
It was reported that the device gave an alarm and displayed message "error 41622". No known adverse effects to patient.